Manufacturer narrative:
The stm replaced the top cover assembly (0040-00-0457), the upper hinge cover display (0380-00-0561), the lower hinge cover display (0380-00-0562), and related labels to correct the issue using the screw kit. The stm completed all safety, functionality, and calibration checks which passed to meet factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported while performing another repair on unit, the cardiosave intra-aortic balloon pump (iabp) had a crack in the display top and two cracks in the display hinge covers. There was no patient involvement.